Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium results on an a patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method : date : time : result: I-stat, (B)(6) 2025 , 09:35 , 5.7mmol/l, I-stat , (B)(6) 2025, 09:27 , 5.9mmol/l, lab , (B)(6) 2025 , 10:35, 3.6 meq/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25146.

Event description:
Na.